Event description:
Event 1 [date redacted] lot: 0001027774 during prep of the catheter, the md was unable to pass the wire through the catheter. There is a defect in the hub that showed a wire in the catheter preventing the md from loading the wire onto the catheter. The catheter was removed and replaced with no harm to the patient event 2 [date redacted] lot: 1051850 the headway duo microcatheter would not accept the aristotle wire through the hub of the catheter. The catheter was removed and replaced with another type with no harm to the patient. Manufacturer response for catheter, 2.1 fr. - 1.6fr x 156cm headway duo microcatheter (per site reporter) mfg notified by site.